Event description:
New information noted that the pacemaker showed significant reduction in battery life. Programming changes were performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the patient's pacemaker showed significant reduction in battery life. No interventions were reported. The patient was stable.